Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification. Customer's blood glucose level was 178 mg/dl. Reportedly, customer reloaded the cartridge to address the issue.